Event description:
It was reported that the patient was told they would have to charge every 7-9 days but now they are charging every 3 days. Caller stated that when they are trying to charge the implantable neurostimulator (ins) , it seems ultra sensitive/losses connection easily. Caller stated that every time they move an inch, not even an inch when they are lying there, it just stops and they don't know how long it is supposed to take to charge. Agent reviewed charging expectations. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned they have been feeling fatigued, wondering if it could possibly be related to the therapy and wondered if that was normal. Agent redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.